Event description:
The customer reported that during op check the displayed charge button error. The device was sent to the bench for further eval. There was no report of pt involvement.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.